Manufacturer narrative:
The philips remote service engineer (rse) logged into the system via philips remote services (prs). The rse noted that the pc lost the sound after a kvm receiver was installed and sound needs to be reinstated. After the installation, the sound was assigned to the kvm receiver. It was unable to be determined who setup the sound output. The rse went into the system configuration and changed the sound to default to the pc speaker instead, which resolved the issue; the audio was available again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was stated the patient information center ix does not alarm audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.